Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being discovered that it was just an o-ring that had broken due to rough use by the customer. But the device had passed the relevant function checks and all leakage tests which is being cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) units helium loss error. There was no patient involvement.